Event description:
Customer reported that he received a threshold suspend alert at night. Customer's blood glucose reading was 250 mg/dl while the sensor was reading 59 mg/dl. Customer also received a change sensor and a call error alarm on the insulin pump. Customer's blood glucose reading at the time of the call was 199 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusions can be drawn at this time.